Event description:
It was reported that the ventilator generated multiple technical error codes indicating turbine module communication error and power errors. Moreover, oxidation on an inspiratory channel printed circuit board was noticed during service visit. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. A visual inspection and provided photos confirm the reported corrosion problem. The pcb were not further investigated since ingress of corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was. Device's logs confirm occurrence of mentioned technical errors. The cause of the issue was determined ad related to contaminated inspiratory channel printed circuit board.

Event description:
Manufacturer's ref. #: (B)(4).